Manufacturer narrative:
(B)(4). This device was not received or evaluated by baxter. If the device is returned to baxter, an evaluation will be performed and a supplemental report will be provided.

Event description:
It was reported that a spectrum pump under infused tylenol to a patient (infusion parameters unknown). This event occurred in the ob department. It was also reported that there was no patient injury.